Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, causing a lead safety switch (lss) to occur. Then rv noise, oversensing, and pacing inhibition were noted following the lss. The rv impedance measurements were subsequently stable. The right atrial (ra) impedance measurements were increased, but not out of range. The ra lead was also non boston scientific. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the non boston scientific ra lead later exhibited out of range impedance measurements which resulted in a lead safety switch. No adverse patient effects were reported. The device remains in service.